Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: a: due to damage on channel-tube, water tightness is lost, b: due to a dent on distal end, water tightness is lost c: due to deformation of scope connector cover unit, water tightness is lost, d: due to deformation of suction-connector, water tightness is lost, e: connecting tube is deformed, f: air leak inspection failed, and g: insertion tube inspection - buckles, coating peel-off. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope, no image when plugged in. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope while the user was handling the device, which led to an abnormality in electrical parts, and resulted in a loss off image temporarily. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image". The event can be prevented by following the instructions for use (IFU) which state: "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.